Event description:
A malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support resolved the issue by replacing the pump after confirming with the customer, who was informed about the need for replacement and provided with instructions for returning the defective pump using a pre-paid label. Information about the customer¿s backup therapy was not shared.